Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Impella cp with smartassist system instructions for use for the related event are as follows: section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation.¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient was implanted with an impella cp device for mechanical circulatory support. While on support, the patient lost distal pulses on the side where the impella was inserted. Which was successfully managed by placing a fem-fem distal perfusor. Also, a new onset hematuria in the setting of sharply increased lactate dehydrogenase. The medical staff suspected hemolysis and an echocardiogram confirmed that the inlet was near the mitral valve area. The hemolysis resolved with the reduction in pump speed level from p5 to p3, so the team decided to wean the device.